Event description:
Healthcare professional reported right side "textured implants, capsular contracture baker grade iii, breast asymmetry, and possible leaking of mammary implant." Device has been explanted.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: anxiety-product/procedure, capsular contracture baker grade iii, deflation

Event description:
Healthcare professional later reported "any creases," "particles in valve," and "possible leaking."

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: based on the product analysis performed, the assessments of the complaints are: anxiety-product-procedure: unable to observe since it is not related to the device. Capsular contracture: unable to observe since it is not related to the device. Deflation: observed opening device assessed as surgical damage. Crease / folding of implant: observed. As per the investigation procedure crease particles was completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required. Additional, changed, and/or corrected data: b5, d9, h3, h6, h11.

Event description:
Healthcare professional reported right side "textured implants, capsular contracture baker grade iii, breast asymmetry, and possible leaking of mammary implant." Device has been explanted.